Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a duplicate pocket error. A field service engineer identified that drawer 3.2 had multiple duplicate pocket failures and launched hardware test application and removed all cubies to expose the row board trays, then powered down the hardware and reseated the row board cable, removed the back panel, and reseated all components on the drawer board and controller module, but the issue persisted and replaced the drawer board and rebooted the hardware, but drawer 3.2 still was not read correctly. The replacement board appeared defective and installed another board, but the hardware still was not recognized and then replaced the controller module and the retractor band. After reconfiguration, both drawers were detected properly and launched hardware test application to allow the customer to retrieve drugs from the cubies. All cubies were recovered, but drugs were unloaded and deleted. The customer then assigned and reloaded all medications. Once complete, the hardware tested successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets in drawer 3.2 gave the error duplicate address detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.